Manufacturer narrative:
Other text: returned device was received in good physical condition. During the evaluation of the device, the manometer was found to be crooked. The manometer and front panel were replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac was received back from repair with needle inside of pressure gage is crooked. No patient adverse events reported.